Manufacturer narrative:
Company rep evaluated the unit and performed hard and soft calibration. The unit was functionally tested to factory specs.

Event description:
Customer reported an issue with the dpm 5 monitor, which may have affected gas monitoring. No pt injury was reported.